Manufacturer narrative:
Section a1-a4: there was no patient involved. Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag motor experienced error m4. Additionally, when connecting motor to the console, an s3 alarm was also triggered. Exchanging the console does not resolve the s3 alarm. The motor was exchanged. There was no patient involved in the event

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag console, serial number (B)(6), was evaluated due to the reported event of an m4: motor alarm and an s3: system fault alarm. The console was not returned for analysis, and no log files were provided. Available information for this event indicates that the centrimag motor (evaluated separately) was exchanged to resolve the issue, and the investigation of the returned motor isolated the root cause of the reported event to an issue with the motor. The root cause of the reported event was not correlated to an issue with the console. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Non-complaint rationale: the reported information does not meet the requirements of a complaint per procedure 91017893. Additional information stated that the reported m4 and s3 alarms were determined to be due to the motor. No device issues or malfunctions were found with the centrimag console. There was no patient involvement. (B)(4).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.